Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The turntrac guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal right coronary artery with no tortuosity and mild calcification. A hi-torque turntrac guidewire was advanced successfully and the lesion was predilated with an unspecified balloon dilatation catheter. An unk xience stent delivery system (sds) was advanced and the stent successfully deployed. On removal of the sds, resistance with the guidewire was noted. The sds was advanced distally and removal re-attempted; however, resistance with the guidewire remained. The sds and guidewire were removed successfully as a single unit. On removal from the anatomy, the guidewire tip was noted to be damaged. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove (guide wire); however, factors that may contribute to resistance during advancement/retraction of the stent delivery system (sds) over the guide wire may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood and contrast, or damage to the distal shaft of the sds. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed report, the following information was received: the stent delivery system was a 2.75x 23 xience alpine. The procedure was successfully completed by post dilating the stent as per standard procedure. There was no clinically significant delay in the procedure. No additional information was provided.